Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. Guide wire: iron man. Guide catheter: veripath lima 6fr. Sheath: 6 fr cordis.

Manufacturer narrative:
(B)(4). Analysis of the device noted no blood or contrast visible on the inflation lumen, possibly indicating that the device was wiped down prior to returning the product for analysis. The protective sheath was not returned. The stent was returned dislodged from the balloon, which confirms the reported dislodgement. The stent appeared undamaged. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was tightly folded, indicating that the balloon was never fully inflated. The length of the tip of the catheter was measured and it met manufacturing specifications. The stent outer diameter dimension was outside of the accepted manufacturing specification, however, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The stent outer diameter is verified 100% at the time of manufacture. Units in this lot were all within the required specification. The stent outer diameter is attributed to the operational context and is not an indication of a product quality deficiency. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support. This is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross may be related to the mildly tortuous anatomy or an interaction with the ostium. The reported difficulty inserting and removing the device through the check flow adapter could be due to several possible reasons including, but not limited to, stent outer diameter, the inner diameter of the check flow adapter, and physician technique. As analysis showed no damage on the stent or the catheter, and the check flow adapter was not returned for analysis, a definitive cause could not be determined. Potential factors that could contribute to stent dislodgment include, but are not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. Although a conclusive cause for the dislodgment could not be determined, it may be possible that the reported interaction/resistance between the device and the check flow adapter during removal from the anatomy led to the dislodgement. The lot history record search indicated no nonconforming material records and a query of the complaint handling data base found no similar incidents of stent dislodgement reported for this lot.

Event description:
It was reported that increased resistance was encountered when the herculink elite was being removed from the non-abbott check flow adapter and the herculink elite stent dislodged on the iron man guide wire. The check flow adapter was connected to a 6 french veripath guiding catheter. When the herculink elite was initially advanced through the check flow adapter, mild resistance was encountered and the herculink was unable to be advanced past the ostium of the mildly tortuous target lesion in the left renal artery. The physician intended to change out the herculink elite with the rx voyager to pre-dilate the target lesion when the stent dislodged. After the physician removed the check flow adapter from the veripath guiding catheter, the dislodged herculink was found on the iron man guide wire. The check flow adapter was replaced with a rotating hemostatic valve and a second herculink elite stent was used to complete the procedure without further incident. There were no adverse patient effects. There was no additional information provided.